Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt340 breathing circuit and two sealed (packaging) rt340 breathing circuits were returned to fisher & paykel healthcare (fph) (B)(4) for evaluation. The complaint device and one of the sealed breathing circuits (lot# 110831) was visually inspected and performance tested. Results: for the complaint device, a hole was found in the returned expiratory (evaqua) limb connector and the pressure test revealed excessive leak due to the observed damage. For the sealed device, no visual damage was found and the pressure test revealed that the sealed breathing circuit performed within specification. A lot check revealed no other complaint of this type for lot 110916. Conclusion: based on inspection of the damage on the complaint device, it is likely that the expiratory (evaqua) limb connector of the complaint device was punctured or scratched by a blunt object. No fault was found with the sealed device as no damage was noted and the breathing circuit was able to performed within specification. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. This suggests that the complaint breathing circuit was damaged post-production, possibly during storage or setup. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms. Our trending and monitoring of leaks in adult breathing circuits has a rate of occurrence of (B)(4) per million devices sold in the past year to the end of january 2012.

Event description:
A hospital in (B)(6) reported via fph field representative that an rt340 breathing circuit was leaking air at the connector of the expiratory tube. This was found prior to patient use.